Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735521r, lot number: unknown. H3/h6: the system was serviced in the field and the side emitter was replaced. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the side emitter was not connecting. The site swapped to a second side emitter and the system functioned as intended. There was no patient involvement. Additional information was received. The medtronic representative (rep) pointed out that the message was actually a "localizer faulted" message, and the issue traced to the side emitter. Once the side emitter was plugged into the system, the message appeared a few moments later. The rep brought in another system and plugged the same side emitter into the system; the issue persisted on the second system. The rep checked the print camera diagnostics and found a coil 1 fault as well as "emitter: faulted and tca: faulted."

Manufacturer narrative:
H2/h6: the side emitter, lot number: 603005825, was returned and analyzed. The side emitter was tested on our lat station and faulted immediately. Emitter was then tested on our emtest and found to have a fault on 4 of 12 coils. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.